Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain at the ipg site. As such, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced.

Manufacturer narrative:
As received, reported event for pain at ipg site was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities, passed functional testing and when programmed, did not display any anomalous outputs when monitored on an oscilloscope. Cause of the event remains unknown.